Manufacturer narrative:
The investigation into the into the low pump flow and the thrombus issues has been completed since the original report was filed. The pump was returned for investigation. A long string of biomaterial was found in the cannula. Data logs show low flow while the pump was running on p4, with several suction alarms. The root cause of the low flow issue was biomaterial found in cannula.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 40-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella was inserted and impella started in auto, ramping up to 3.8l/min and then return of spontaneous circulation was achieved after a few minutes. Right radial access was used for left heart catheterization and a clot was found in the mid left anterior descending artery, 100% occlusive. Penumbra was used to aspirate the clot and then intravascular ultrasound (ivus) was used to assess the vessel. A 2.75x20 des was placed and ivus again to ensure stent apposition. Eventually, the patient began to decompensated rapidly, requiring escalation of multiple pressors. Urinary output ceased. Central venous pressure increased from 16 to 25 and impella flows became reduced with constant suction. Staff believes the catheter ingested vegetation or a clot. Family was made aware and patient was made a dnr and expired after 14.27 hours of impella support. There are no allegations towards the impella for the cause of death.